Event description:
Boston scientific crm received information that the patient implanted with this product was hospitalized. Review of rhythm strips from a holter monitor noted the device had failed to pace. The patient is pacemaker dependent. No measurements were noted to be out of range. No specific adverse patient effects were reported.

Manufacturer narrative:
A temporary pacing backup was put in place and further evaluation was scheduled. This report will be updated once additional information becomes available.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned for analysis. This report will be updated if additional information becomes available.

Event description:
It was reported the patient felt disoriented during the pacing failure.

Event description:
A revision procedure was performed. Tests were performed on the lead with a pacing system analyzer. No out of range measurements were noted. The physician elected to explant the device and surgically abandon the lead.